Manufacturer narrative:
(B)(4). Batch #: u9316w. Additional information was requested and the following was obtained: did the issue with the package compromise the sterility of the device? Yes, the issue with the package compromise the sterility of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, prior to being used on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.